Event description:
The haptic of the lens was found bent during insertion into the patient's eye using the delivery device. Another lens was used to complete the procedure.

Manufacturer narrative:
See MDR 1920664-2007-00688 for intraocular lens used with this delivery device.